Manufacturer narrative:
Additional device product code: hrx. Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: part number:03.404.025s, synthes lot number: 33p4184, supplier lot number: n/a, release to warehouse date: 11dec2019, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, while reaming with a ria2 for bone graft, the reamer head for ria 2 tip broke while taking the reamer back out after the first pass. No undue torque nor angulation was applied since it was an intact femur. It is unknown if there was surgical delay. Patient and procedure outcome is unknown. This report is for one (1) 14.5mm reamer head for ria 2 sterile. This is report 1 of 1 for (B)(4).